Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: no call service alarms were observed in black box or alarm history. The black box data from the time of the alleged issue has been overwritten due to continued use of the pump. No call service alarms were duplicated.